Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at morning in between 9.00 to 9.30 am and blood glucose when admitted into hospital was 470 mg/dl. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 510 mg/dl. The customer was treated with manual injection and intravenous insulin. Customer stated only two small air bubbles were present along the tubing length. Customer stated auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports insulin pump was not worn during a medical procedure. The device will not be return for analysis.